Manufacturer narrative:
Upon receipt at (B)(4) laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. In addition, it was determined that, although this device experienced normal battery depletion, it declared elective replacement time (ert) earlier than previously estimated. This estimation is calculated based on several factors and results may differ slightly among longevity estimate tools. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Boston scientific received information that this pacemaker was interrogated in (B)(6) 2011 and had a magnet rate of 90 and an estimated remaining longevity of two years. A recent interrogation showed that this pacemaker reached end of life (eol). This pacemaker was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.